Manufacturer narrative:
Many good faith efforts have been made to obtain additional information from the customer however there was no response. The resolution and disposition are unknown. If additional information is later received, a supplemental report will be submitted.

Event description:
Problem statement: it was reported to philips that the device gave a check vent alarm - blower temperature high after a few minutes of running. The device was not in patient use. The customer spoke with a philips remote service engineer (rse). The customer also reported the blower sounded noisy. The rse provided the customer with the part number for the blower assembly. The customer ordered and part and is waiting its arrival. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.